Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd two leads with the same lot placed in a supraorbital position (off-label use). It was reported the pt had a pulling sensation across the neck due to the original placement of the leads. It was reported the physician tunneled the leads on (B)(6) 2013, burying them deeper into the neck. The ipg was left in the original location. It was reported the issue was resolved with the surgical intervention.